Manufacturer narrative:
The customer¿s report that the tubing broke apart was confirmed. Visual inspection revealed that the pvc tubing was completely separated from the male luer. Functional testing was not performed due to the separation at the component engagement. Fluid was noted to be leaking from the separation. Visual inspection under magnification noted that both sides of the pvc tubing had insufficient solvent applied at the engagement. Dimensional analysis confirmed that the tubing measured within specification. The root cause that the tubing broke apart was insufficient solvent being applied at the junction of the pvc tubing during the manufacturing process.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an infusion of ns was programmed to infuse at 100 ml/h when the patient was awakened by the feeling of wetness in her bed and on her clothing which was covered with blood and ns. The tubing was noted to have broken apart from the distal end. There was no patient harm.

Event description:
The customer reported that an infusion of ns was programmed to infuse at 100 ml/h through a portacath when the patient was awaken by the feeling of wetness in her bed and on her clothing which was covered with blood and ns. The tubing was noted to have broken apart from the distal end. There was no patient harm.